Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on (B)(6) 2018 (B)(4) fsl field operations specialist (B)(6) was notified by sales consultant (B)(6) that the tip of the driver broke off when attempting to remove the screw; this particular driver came from set srb l1-spinal removal kit. (B)(6) notified the team via email during after hours; at this time, (B)(6) was on call. (B)(4) was scheduled at the (B)(6) hospital on (B)(6) 2018. The order included 4 sets of sxt5aa-sfx5.5 ti adjustable impl,sxb-sfx instrument set(5.5&6.35), ext58s-exp 5.5 ti poly 8.0 x 30-60 mm and srb-spinal removal kit. Initial availability email was sent to (B)(6) on (B)(6) 2018 advising the srb l1 was out in the filed with tyler reed. Rep did not respond if he wanted (B)(4) fsl to reach out for a possible pct transfer. The srb l1 ended up being transferred between the reps but (B)(4) fsl was not notified of it until the morning of (B)(6) 2018. We then noted in our system the set was moved to (B)(6) (B)(4). Srb l1 was also reserved for the next rep (B)(6) and we asked (B)(6) to return the srb l1 as soon as soon as his case was completed. (B)(6) case appeared to have been completed by after hours, he sent an email to the inbox 6:15 est pm with pickup instructions for the srbl1 to return to the warehouse; it was during this time he notified the fsl of the broken tip. No patient impact reported. This has been recorded in fm under (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4).